Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. It was noted by the analyst that the device went to no telemetry and no output condition in the time it was received to the time it was analyzed which was approximately two months. The detections were on upon receipt and this most likely caused the device to go to no telemetry and no output condition. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was explanted for an unknown reason. The ICD was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.